Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
An afx bifurcated and suprarenal cuff was implanted to treat an abdominal aortic aneurysm. Approximately 2 years post-op, the patient presented with a potential type iiib endoleak and rupture of the aorta. A re-intervention was performed to successfully re-line the afx device with an endurant stent graft. There was no evidence of endoleaks following the re-intervention and the patient was reported as well. There have been no additional patient sequelae reported.

Manufacturer narrative:
No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiib of the main body, rupture, and sac growth. Additionally there was evidence to reasonably support the following observation; stent cage collapse of the man body. Cumulative knowledge informed by past assessment of similar complaints was applied to a review of the available medical information. The most likely cause of compromise stent graft integrity of the main body could not be determined, however the observed stent collapse in combination with local protruding calcium (cautionary product use) likely contributed to this event. No procedure, anatomy, and/or user-related issues or off-label conditions were determined. Associate clinical harms for this device failure included: rupture; type iiib endoleak of the main body; sac growth; secondary endovascular procedure. No procedure-related harms were determined. To date there has been no reports of further negative patient sequalae. The review of manufacturing lot confirmed all devices met specifications prior to release. Device was not returned, therefore, sample evaluation was not completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).

Manufacturer narrative:
No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.